Event description:
The customer had two hypoglycemic events that required treatment from paramedics. In 2004 the suspect device read 275 mg/dl. They dosed insulin based upon the result and had convulsions. Emts came and their meter read 30 mg/dl. They were given an IV and orange juice. In 2004 the other event occurred. The device result was 303 mg/dl. Insulin was taken and emts were called. Their glucose was 51 mg/dl on the emts meter. They were again treated. Controls were used and both level 1 and level 2 were out of range and repeats runs were in range. The device was replaced and requested to be returned for evaluation.